Event description:
Dislodged sure cuff was found. The indwelling period was 2094 days. The catheter was placed in 2004 at another hospital. However, the catheter was used and maintained at the (B)(6). Blood removal difficulty was noted and the catheter was removed. During the removal, the user noted the sure cuff was found dislodged inside the subcutaneous tunnel. Considering such a long indwelling time (more than 5 years), the user believes that this incident is not caused by any defect of the product.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.